Event description:
During an in-clinic follow-up, the programmer's touch screen was responsive but not functioning correctly and the programmer wasn't programming the device as desired. The programmer switched to no pacing mode (odo mode) unprompted. The patient is pacemaker dependent, however no adverse event occurred. A different programmer was used to program back to desired settings. The patient was stable with no consequences.